Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by visually observing the hp desktop would not boot and the analyzer was down. The fse attempted to turn on the pc from the power button and it would turn on, it would intermittently power off after the analyzer software was started. The fse replaced the hp desktop with an hp elite desk 800g6, reloaded the aia-2000 analyzer software, and restored the pc back up to customer's settings. The fse validated the analyzer by running quality control (qc) with results within acceptable range and no issues recurring. The fse followed up with the customer the following day and customer confirmed the analyzer is operating as expected. No further action required by field service. The aia-2000 analyzer is operating as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two other similar complaints found during the searched period. The most probable cause of the reported event was due to a mechanical problem with the hp desktop, cause traced to component failure.

Event description:
A customer reported the desktop screen is black and unable to turn on for the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.